Manufacturer narrative:
Evaluation results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue and reddish residue. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated a spot was noted on a aa4204vf silicone single piece lens. There was no patient contact. The reporter stated it was unknown if the lens was received with the spot or if it happened during loading.